Manufacturer narrative:
(B)(4). The device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection identified the presence of iodine. The reported issue was not verified and the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient reported that they discovered a minicap with inadequate iodine. The patient stated each affected minicap was set aside and not used when they were discovered. There was no damage to the foil pouch or box reported. There was no patient injury or medical intervention associated with this event. No additional information is available.